Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements. A revision procedure was performed and this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited impedance issues. A revision procedure was performed and this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.